Event description:
The filshie clip was being used on two tubal ligation procedures and the clip misfired. Clip fell into the pt and was retrieved. Another clip was used. Also hosp was not aware that they had to change user cycle for the applicator. The silicon sleeve was missing from one of the applicatiors and facility was not aware that the sleeves could be replaced. The MFR sent them the users manual after the above incidents. The MFR rep had instructed them to use applicator even when sleeve is missing which facility found out was against the instructions in the user's manual. The facility was never notified of need for svc annually or after 100th use of device.

Event description:
Add'l info rec'd from MFR 3/30/00: hospital claims that they were not aware that the applicator needed to be serviced on a regular basis and that the instruction manual was provided after the event. According to MFR, the hospital certainly was aware of the need to service the applicator regularly and they did receive an instruction manual with the applicator when it was delivered rather than after the event. The hospital was also aware that spare seal tubes are available as they ordered ten of them on february 23, 2000. MFR has asked for the clip to be submitted to them for a full investigation. MFR shall report again as soon as they have received the clip and completed the investigation.

Event description:
Add'l info rec'd from MFR 3/30/00: hosp claims that they were not aware that the applicator needed to be serviced on a regular basis and that the instruction manual was provided after the event. According to MFR the hosp certainly was aware of the need to service the applicator regularly and they did receive an instruction manual with the applicator when it was delivered rather than after the event. The hosp was also aware that spare seal tubes are available as they ordered ten of them on 2/23/00. MFR has asked for the clip to be submitted to them for a full investigation. MFR shall report again, as soon as they have rec'd the clip and completed the investigation.